Manufacturer narrative:
H6: investigation summary : bd received 1 sample and 2 photos from the customer for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the issue of foreign matter was observed. The foreign matter was embedded in the wall of the syringe barrel. Due to the foreign matter being embedded in the plastic the nature of the material could not be determined, however it is most likely to be burnt plastic introduced during the molding process. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd preset¿ eclipse¿ experienced foreign matter on device cannula / needle / syringe or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated there was "foreign matter in the eclipse abg syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd preset¿ eclipse¿ experienced foreign matter on device cannula / needle / syringe, or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated there was, "foreign matter in the eclipse abg syringe."